Manufacturer narrative:
Results: vent prongs on power cord. Siderails won't latch in upright position.

Event description:
It was reported by service report that the siderails were not latching and the prongs on the power cord were bent. No patient involvement or adverse consequences are reported.